Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) post sense which led to a lead integrity alert (lia) with elevated sensing integrity counter (sic) counts. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.